Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Brief description doesn't fit in field: device issue: stent migration, inability to function: not documented, replacement: not documented, direction: not documented, degree: not documented, no contributing factors documented. Description of event: device issue: stent migration, relationship: device; not related, procedure; not related, ancillary: not documented, deficiency: no. Patient outcome: status: resolved, treatment: endoscopic, new stent, death: no.

Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation of evo-fc-10-11-6-b of lot c1367122 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿. This file is related to pr (B)(4) which captures the migration of the replacement stent. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1367122 did not reveal any discrepancies that could have contributed to this complaint issue. Note: the rpn noted in the casebook is evo-fc-11-6-b however when cross referencing against the lot number, the correct rpn is evo-fc-10-11-6-b. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instructions for use, ifu0062 which accompanies this device, states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree ¿¿.it is known from the casebook that the stent was used to treat pancreatitis which is a benign condition. It is likely the off-label use would have contributed to the stent migration. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the pmcf study stent migrated 42 days post placement. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. It is known from casebook that the patient required a new stent to be placed as treatment for the stent migration. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-nov-2023.